Event description:
It was reported that the patient felt palpitations and general fatigue. An external holter monitor was placed on the patient and found oversensing of the right atrial (ra) lead and right ventricular (rv) lead. A lead revision was performed and the leads were capped and replaced. During the explant procedure, the surgeon noted that the implantable pulse generator (ipg) set screws seemed to be "stripped." The ipg was explanted and replaced during the procedure as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. Analysis of the returned device indicated a loose/detached atrial setscrew. Analysis of the returned device indicated the atrial and ventricle setscrews with rounded sockets.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.